Manufacturer narrative:
Concomitant product: 694765 lead, implanted: (B)(6) 2007. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was analyzed. No anomalies were found from the analysis of the device memory.

Event description:
It was reported that at the next day check the atrial lead exhibited high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.